Event description:
Home patient (hp) reports pt line of homechoice set was not priming completely. Hp was able to prime line after a reprime attempt. Per hp, there was no pt injury or medical intervention as a result of this incident.